Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported call that the customer experienced low blood glucose. The customer blood glucose level was 42 mg/dl at the time of incident. It was unknown that auto mode feature was active or not at the time of event.customer reported that the reservoir icon was red but when he removed the reservoir from the insulin pump, it was wet. Customer treated with drinking soda and a bowl of cereal. The insulin pump will not be returned for analysis.